Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 8mm from the tip and approximately 9mm long. There is contrast present in the inflation lumen and blood present in the balloon. The balloon is loosely folded. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 80% stenosed target was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advaced for dilation. However, during the first inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that balloon rupture occured. The 80% stenosed target was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during the first inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.